Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit was received with the locking lever which had been closed without 6in transitional installed; in addition to the base handle having a deformed handle hole. New components were added to replace worn internal parts. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2101 mayfield ultra base unit for service and repair because the locking lever had been closed without a transitional.